Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a communication failure occurred, due to faulty cable. The event can be prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred, during preparation for use.

Event description:
The customer reported to olympus, the 4k autoclavable camera head was broken and had no image when being connected. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image when connected and cosmetic wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.